Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported the customer received readings on his adc freestyle libre sensor that were higher than he felt. On (B)(6) 2019 at 9:30 a.m., customer obtained a sensor scan result of 476 mg/dl and self-treated with insulin (dose/type unknown). At 11:00 a.m., a sensor scan result of 411 mg/dl was obtained and by 2:00 p.m., customer experienced weakness, "feeling bad", and "semi-consciousness". Customer's wife called the paramedics and upon their arrival, a reading of 22 mg/dl was obtained on their meter and customer was treated with oral glucose. Customer was transported to a hospital and a reading of 84 mg/dl was obtained on the hospital device. Customer was kept for observation but no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
Customer's wife reported the customer received readings on his adc freestyle libre sensor that were higher than he felt. On (B)(6)2019 at 9:30 a.m., customer obtained a sensor scan result of 476 mg/dl and self-treated with insulin (dose/type unknown). At 11:00 a.m., a sensor scan result of 411 mg/dl was obtained and by 2:00 p.m., customer experienced weakness, "feeling bad", and "semi-consciousness". Customer's wife called the paramedics and upon their arrival, a reading of 22 mg/dl was obtained on their meter and customer was treated with oral glucose. Customer was transported to a hospital and a reading of 84 mg/dl was obtained on the hospital device. Customer was kept for observation but no further treatment was reported. There was no report of death or permanent injury associated with this event.